Manufacturer narrative:
The user experienced hyperglycemia requiring hospitalization while using the ilet. This situation can result in acute metabolic instability requiring inpatient treatment and is consistent with the reported administration of IV insulin and injections. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia beginning after an infusion set change, which is consistent with ineffective insulin delivery due to a potential infusion set or fluid pathway issue. The user was also hospitalized for an unrelated injury (burn), and the hyperglycemia was noted during that admission. Based on available information, the event was attributed to a suspected infusion set¿related issue rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024 it was reported that on (B)(6) 2024 the user experienced hyperglycemia with blood glucose reported as high as 634 mg/dl and was hospitalized. The user was treated with IV insulin and injections and discharged. The user recovered and resumed ilet use.